Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the emergency line for driveline communication faults. The pump was on. The patient had a known cosmetic tear to the primary driveline. The patient was off anticoagulation. Log files were submitted to determine if a modular cable driveline exchange was required. Following review, it appeared that the event log file showed multiple driveline communication faults (b) on (B)(6) 2025 at 2:32:18. There did not appear to have been any interruption in pump support during these events. Tech services noted that the modular cable was replaced, per conversation, and would not tighten down on the connection to keep the pump running. It appeared from the pictures provided that the modular cable had corrosion on it. The pump side of the connector was cleaned per technical services. There were no alarms observed after the cleaning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of corrosion at the inline connector could not be confirmed based on the provided information. A specific cause could not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported driveline communication fault alarm, associated with com b faults. The root cause of the alarm was determined to be damage to the modular cable, see the corresponding investigation of the returned modular cable. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 6 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The pump side of the connector was cleaned per technical services. The modular cable was exchanged during the cleaning. There were no alarms observed after the cleaning. There was no additional damage to the primary driveline other than the cosmetic tear. The modular cable exchange resolved the driveline communication faults. The patient was noted to have been alive.